Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]. A surgeon reported having two pts experiencing a refractive surprise following intraocular lens (iol) implant surgeries. The surgeon stated he does not know the cause of the refractive surprise. Additional info has been requested. There are two medical device reports associated with this event; this report is for the second patient.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number of any identification traceable to the manufacturing documentation. Additional info was requested on 03/04/2010 and 03/18/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).